Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using fiasp insulin, overdoing air removal step, not cleaning vents and using supplies longer than recommended. Clinical support informed customer that using fiasp insulin, overdoing air removal step, not cleaning vents and using supplies longer than recommended are off label per the tandem user guide. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 250 mg/dl.